Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of difficulty removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band sys, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Health professional reported difficulty removing saline at the port of a lap-band device. In an "attempt to unfill" the band, "fluid could not be found." A "swallow study" was done and "kinked tubing" was found. The port was removed and replaced.